Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention products were tested with hcg cutoff urine sample as well as 3 high level urine concentration hcg samples. Return products were tested with hcg urine sample and high level hcg urine concentration sample. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Corrections: describe event or problem: included the incorrect quantitative hcg result of 11,000 miu/ml. The correct result is 540 miu/ml.

Event description:
On (B)(6) 2017, the physician performed a pregnancy test on herself due to abdominal pain. The surestep hcg urine cassette produced a negative hcg result. A repeat test also produced a negative hcg result. The physician phoned her gynecologist and went to the emergency room. A quantitative hcg test was performed and produced a result of 540 miu/ml. No reported adverse patient sequela.

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2017, the physician performed a pregnancy test on herself due to abdominal pain. The surestep hcg urine cassette produced a negative hcg result. A repeat test also produced a negative hcg result. The physician phoned her gynecologist and went to the emergency room. A quantitative hcg test was performed and produced a result of 11,000 miu/ml. No reported adverse patient sequela.